Event description:
It was reported that within a day after implant, the left ventricular (lv) lead would not stay in place and could not pace without diaphragmatic stimulation. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 biv ipg, implanted: (B)(6) 2014, 5076-45 lead, implanted: (B)(6) 2014. (B)(4).